Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center device's lcd display is damaged, and unable write error log on sd card. During the evaluation of the device at the service center it got confirmed, that device's lcd display is damaged, and unable write error log on sd card. The reason why the error log couldn't be written is because of the broken screen. It's completely white, with black spot on the top right side, making impossible to navigate or to check if the buttons are properly functioning. This complaint has been reviewed for the allegation of a device's lcd display is damaged, and unable write error log on sd card and will be reported as a product problem. The device was not in patient use. Although there was no patient harm or injury, as the events do not meet the definition of a reportable serious injury complaint this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications.

Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.

Event description:
The manufacturer received information alleging a device's lcd display is damaged, and unable write error log on sd card. There was no allegation of device malfunction. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.